Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). Other device used: catalog # 00585205212, segmental fluted stem component, lot # 61969843. This report will be amended when our investigation is complete.

Event description:
It is reported that when the implants were opened for surgery, the sterile packaging was damaged. As sterility was affected, doctor decided to open and implant the larger implant that was available.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual inspection of the returned components confirmed that the cartons as well as the inner and outer thermal cavities all presented extensive damage. The damage correlates with the piercing of the packaging by the tip of the stem. The device history records for the 00-5852-052-11, lot # 62241486 and 00-5852-052-12, lot # 61969843 were reviewed and no deviations or anomalies were identified. These devices are used for treatment. A complaint history search identified no other complaint for lot #62241486 or for lot #61969843. Lot #62241486 was released for distribution in december 2012 and lot #61969843 in february 2012, and they have been in transit an unknown number of times. The most likely root cause of the product damage appears to be transit but the complaint is still being investigated under a CAPA at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.